Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown zimmer tibial component catalog #: ni lot #: ni, unknown zimmer articular surface catalog #: ni lot #: ni. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to unspecified mechanical failure. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b1, b3, b4, b5, b6, b7, d1, d4, d6a, d6b, d10, e1, e2, e3, g2, g3, g4, g6, h2, h4, h6, h11. D10 - concomitant devices - persona medial congruent articular surface left 11mm catalog #: 42512100411 lot #: 65496996, persona cemented stemmed tibial component left size d catalog #: 42532006701 lot #: 66151020, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 66187751.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to pain, instability, stiffness and ambulation difficulties approximately sixteen (16) months post-operatively. Initial and revision operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: h4. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. The root cause of the reported event remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.